Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for the second device: 1221934-2014-10013. (B)(4)

Event description:
During a shoulder procedure, metal fragments were found in the joint; 10-15 fragments were removed. Both the shaver blade and burr were discarded at the facility.